Manufacturer narrative:
Additional information was provided in b.5, a2, a3.a, b5, b6, and d10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that lens was exchanged with company another model lens. Patient's issue was resolved. There is no reported defect or fault with the iol.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, patient was unhappy with night visual acuity and experienced wobbly vision, halo vision, blurry night visual acuity and light sensitivity. The lens was exchanged with unspecified monofocal iol after the initial implant procedure. The clinical reason for explant was lens intolerance, photopsia and blurry vision. There are two medical device reports associated with this patient. (This is 1 of 2).